Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor saline smooth ovl diap pkg prosthesis experienced spontaneous right sided deflation post procedure. As a result, explant was performed on (B)(6) 2022.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. The complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Additionally, purposeful deflation was performed on each side in order achieve symmetry. Yellow fluid indicative of local reaction was removed from the right breast during this procedure. Manufacturer¿s reference number: (B)(4).